Event description:
Reporter stated, "january 1998: implantation of long gamma nail. Appr. 2 weeks after weight-bearing breakage of both distal screws. June 1998: revision with this standard gamma nail, distal locking with one screw. January 1999: breakage of nail at the bore-hole for the lag screw."